Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer also reported that the battery had been left out of the insulin pump for about a year and a half. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was near 390 mg/dl at the time of the call. No further information was provided.